Event description:
The customer reported that this right ventricular (rv) lead exhibited elevated thresholds of 2.0v at 0.5ms. It was noted that the patient presented to the emergency room with bradycardia due to the elevated thresholds. A device replacement procedure was later performed, during which, low impedances of 250-280 ohms were observed. The impedances were noted to have decreased over the past year. The lead was therefore surgically capped and abandoned. No adverse patient effects were reported. The lead was actively implanted for approximately 11 years, 4 months.

Manufacturer narrative:
The lead was surgically abandoned (capped, with no adverse patient effects), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.